Manufacturer narrative:
Customer address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported an image abnormality during maintenance involving an olympus camera head. There was no patient involvement reported.